Manufacturer narrative:
(B)(4). Mfg date: - the device was manufactured october 21, 2015 ¿ october 22, 2015. The device was received for evaluation with fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow testing was performed by removing the luer cap from the device¿s distal luer. The device was found to flow normally without stopping until the bladder was completely empty. The device was then refilled and functional flow rate testing was performed. The device¿s flow rate was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not flow during infusion. The reporter stated that the device was still full 24 hours after connection to the patient. The device had been filled with 112ml fluorouracil and 141ml sodium chloride solution. There was no patient injury or medical intervention associated with this event. No additional information is available.